Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Mdu damaged the dii test unit and shorted out the main pcb of tester. The complaint investigation has concluded that the cause of the short circuit is a shorted out power cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device was not working. Unknown when the incident occurred unknown if a back up device was available and unknown if a delay occurred, but no patient injury was reported. Results of investigation have concluded that this unit shorted out which makes it a reportable event.